Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure, observed opening on radius side assessed as surgical damage, particles and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional called to report a left side implant exchange due to the patient's concern with the product. Device was explanted and replaced. Later, hcp reported left side capsular contracture baker grade iii/IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional called to report a left side implant exchange due to the patient's concern with the product. Device remains implanted. Later, hcp reported left side capsular contracture, baker grade v.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 10aug2024.

Event description:
Healthcare professional reported left side implant exchange due to the patient's concern with the product and left side capsular contracture, baker grade iii/IV. Device has been explanted.